Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported cuff miss was confirmed as a bilateral needle to cuff miss. Analysis of the returned device found a needle tip separation. The detached needle tip was not returned with the proglide device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of a right common femoral vein using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The returned device analysis revealed the suture separated from the swage end of the posterior needle tip and the posterior needle tip was not returned.